Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient was in the hospital for three weeks in (B)(6) 2014 and while she was in the hospital, she did not charge her ins. The patient probably did not charge the ins for about two months and now it was not taking a charge. The patient tried charging the ins in (B)(6) but it would not take a charge. The patient did not take her recharger equipment with her to the hospital. The ins was charged in (B)(6) 2014 and (B)(6) 2014 but in (B)(6) 2014 the patient was in the hospital. About two weeks after coming home from the hospital, the patient tried to charge the ins but it would not take a charge. The patient was in the hospital the last week of (B)(6) and two weeks in (B)(6) and came home in ¿(B)(6)¿. The therapy was not working as expected and the patient would like to meet with a company representative for a device check and/or programming. The patient does not have a managing healthcare provider (hcp) for her device. It was further reported that manufacturing representative was working with the patient to secure an appointment with a healthcare professional. It was further reported that the patient would call to schedule an appointment with the healthcare professional. It was reported a month later that the patient had an appointment with her doctor. The patient will have a battery revision. Additional information has been requested.